Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the moderately tortuous left anterior descending (lad). The 2.25x28mm xience v stent delivery system (sds) failed to cross the lesion and the proximal shaft separated. As the separation was proximal, the sds was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.